Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site when stimulation was turned on or off. The patient will undergo a procedure wherein the ipg will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site when stimulation was turned on or off. The patient will undergo a procedure wherein the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively. The physician decided to leave the old ipg and leads in place since it was providing coverage on the patient's pelvis.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site when stimulation was turned on or off. The patient will undergo a procedure wherein the ipg will be replaced. No device malfunction was suspected.